Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe solomed 5ml ll w/shld sla plunger was broken. The following information was provided by the initial reporter: safety device syringe had a broken plunger when removed from the package.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-20. H6: investigation summary: through the sample sent by the customer, it is possible to observe the incident of a prematurely activated plunger. The DHR was performed, quality notifications and maintenance records where reviewed no records potentially related to failure were found. For the reported incident, a possible cause is entanglement in the syringe assembly process that could lead to a weakening of the safety plunger. Another possible cause is a weakening of the plunger in the molding process, generating a breaking force below the intended. Validated tests are performed for the activation force of the plunger during the release of the batches produced as a means of control. Improvement work was carried out with the implementation of actions to contain the reported incident, installation of a raised part on the solomed syringe guide. This elevation allows the syringes to be guided by the plunger and not by the barrel flange, and validation of the new vision system of the equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe solomed 5ml ll w/shld sla plunger was broken. The following information was provided by the initial reporter: safety device syringe had a broken plunger when removed from the package.